Manufacturer narrative:
A biomérieux internal investigation was performed. An investigation was initiated in response to customer complaints reporting falsely elevated mics for carbapenem drugs on particular lots of gram negative antimicrobial susceptibility (ast-gn) test cards. Examination of retained stock and product returned from customer sites showed that some card pouches within the implicated lots had top seals that could be pulled open with minimal effort. The weak top seals allowed the card to be exposed to moisture/humidity during storage leading to deterioration of drugs in the card wells and falsely elevated mics. Carbapenems are among the most moisture-sensitive drugs, so they will be the first drugs impacted when pouch integrity is breached. The investigation determined that impacted cards were pouched on the same equipment, poucher 1. Extensive reviews of manufacturing records, retained card stock, and customer complaint data isolated the issue to lots manufactured from 10aug2018 to 29aug2018. Since it is typical for more than one poucher to be used for packaging a card lot, cards pouched on other pouchers are not impacted by this issue. For cards pouched using poucher 1, the incidence of the ineffective top seal issue varies. This investigation identified potential sources of variation in the pouch sealing process that contributed to the occurrence of ineffective top seals. Actions were created related to the pouchers to achieve a more consistent sealing process. Actions were also taken to add inspections for the pouch top seal during production. Further actions will be implemented to add seal inspections that will detect the type of weak top seals identified in this investigation in the final lot release qc. A field action communication will be issued for customers who received any of the card lots manufactured using poucher 1 during the implicated timeframe. The communication includes instructions for locating the poucher number on the card pouch and for inspecting the pouch top seal to identify pouches with ineffective seals.

Event description:
A customer in (B)(6) notified biomérieux of obtaining false resistant results for different carbapenem antibiotics when performing antibiotic susceptibility testing for patient isolates with the vitek® 2 ast-n371 test kit (lot 0210805204). The customer reported that initial testing gave resistant results while repeat testing gave susceptible. Some strains were also tested with broth microdilution (bmd) and were susceptible for carbapenems. Isolate (B)(6): klebsiella pneumoniae: initial: ertapenem, imipenem resistant; meropenem intermediate (this MDR: ertapenem, MDR 1950204-2018-00010: imipenem). Repeat: ertapenem, imipenem, meropenem susceptible. Bmd: imipenem, meropenem susceptible. There was a delay greater than 24 hours for reporting results. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health.